Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the "shaft of the proximal side tore." The 90% stenotic lesion was located in the moderately tortuous and calcified mid-right coronary artery (rca). In the mid-rca, a 3.5x12mm taxus stent and a 3.0x32mm taxus stent were placed at 9 and 12 atms respectively. Post ivus, it was noted that "the stent of the proximal side was dilated completely." Subsequently, the physician dilated the stent with the 3.75 x 12mm quantum maverick balloon. The first inflation was to 12 atms for 15 seconds, the second inflation was to 12 atms for 15 seconds, and the third inflation was to 14 atms for 15 seconds. On the fourth inflation, "the blood was came into the device and it was noted without the body" the shaft of the proximal side was torn. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good". Further information has been requested, but has not been received.